Manufacturer narrative:
(B)(4). The customer reported that no alarms were provided and a pt death occurred. Based on available information, the customer's statements indicate that alarms were configured for infinite suspend (user error). Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that no alarms were provided and a pt death occurred.